Event description:
It was reported that the ventilator display was black. Reportedly, the backlight does not work. There was no patient involvement. The customer was advised to replace the user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.